Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 22 jan 2020. G4: 20 dec 2019. G7: follow-up. H1: serious injury. H3: yes, evaluation summary attached. The reported device was received for evaluation. Visual inspection of the returned device identified a fractured collar. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported event of a fractured implant is confirmed. A device history record (DHR) review could not be performed as the device lot number is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review was completed for the reported device lot was performed for similar event and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 14.